Manufacturer narrative:
During inspection and testing, service found the e315 error code and no image output was due to corrosion of the scope connector. Service was not able to confirm the b30 error. Other observations from the inspection include: the bending angulation was out of specification due to wear of the angle wire. The universal cord resin showed signs of deterioration due to the cleaning, disinfecting, and sterilization (cds) process over time. The insertion tube covering was pinched, and several of the device components were damaged due to physical stress over time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the image appeared on the monitor but was noisy, and a b30 error code (scope communication error) was displayed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, it was observed that there was no image, and an e315 error code (scope error) was displayed. This report is being submitted for the malfunctions observed during the device evaluation (e315 error code and no image). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 13-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to contact failures of the electrical contacts due to water ingress to the internal circuit board of the scope connector. The cause of water ingress was not able to be specified because air leakage from the endoscope was not confirmed. Except air leakage from the endoscope, water ingress to the inside of the endoscope might have been caused by the following factors: the coiled tube was assembled to the endoscope while the endoscope is immersed in water. A high-pressure stream of water hit directly against the non-return valve of the venting connector. While the endoscope was immersed in water, stress to open the non-return valve of the venting connector was applied by a brush or others. While the venting connector was wet, the leak tester was connected to it. When the endoscope was reprocessed by the automated endoscope reprocessor, the water leak test air tube had failures or was deteriorated. (Deterioration of packings, etc.) It is recommended that the user inspect the device prior to use continuously. Olympus will continue to monitor field performance for this device.